Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600mg/dl. Troubleshooting was performed. It was stated that the infusion set was changed to solve the issue. The programming, time, and date were correct. The caller stated that the customer had a bent cannula at time of his admission. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.